Event description:
It was reported that balloon rupture occurred. The target lesion was located in the heavily calcified and non tortuous superficial femoral artery (sfa). A 5.0x200x150-hybrid sterling¿ balloon was used to dilate the target lesion. However, the balloon ruptured somewhere around 14 atmospheres, if not a little higher. The device was removed and the procedure was done. There was no harm to the patient and the patient's status was fine.

Manufacturer narrative:
(B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).